Manufacturer narrative:
An ac power cord was returned for analysis. A visual inspection of the returned component was performed. There was no obvious wear, damage or cuts along the main conductor insulation. The line conductor contact was loose in molding. An investigation was performed, and the product analysis technician reported that the root cause was due to excessive electrical current.

Event description:
It was reported that the ventilators alternating current (ac) power supply had an odor of ¿burning¿. The unit was plugged into wall outlet at the time of the reported event. The issue occurred during setup for use with no delay noted to therapy. The service provider (sp) inspected the device. The sp replaced the power cord and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.